Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 2 continuously failing. A field service engineer, replaced micro switches within the latch assembly and reseated harness to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, device experienced a door failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.